Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error and unable to rewind the insulin pump. The customer's blood glucose value was 347 mg/dl. The customer stated that the drive support cap was normal. The customer reported that the reservoir compartment was cracked. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm and rewind anomaly due to cracked bleeding lcd noted. Motor passed motor test.